Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implanted bradycardia lead was part of an attempted implant due to product performance issue. No further information was provided. The lead was never in service. No adverse patient effects were reported.